Manufacturer narrative:
There was no pt involvement. There is no established date of expiration for this device. The surgical table is not an implantable device. The surgical table is not an explantable device. Eval summary: the actual device was evaluated, and it was determined that a control cable was lodged between the sliding gears preventing the table from sliding. This is not a single use device.

Event description:
According to the initial reporter, the surgical table slid intermittently during attempted use and therefore, did not slide according to spec. During this event, there was no pt involvement, and there were no adverse consequences.